Manufacturer narrative:
Concomitant medical products: product ID 3389-40 lot# serial# (B)(4) product type lead the coding on the lead has changed. Fdc 67, fdm 4114, fdr 3221 no longer apply. Fdc 11, fdr 323, fdm 4118 now apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device: product ID: 3389-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during the test, it was found that the resistance of the lead was too high. The patient's lead was replaced with a new lead to complete the operation on (B)(6) 2019. The patient was under observation in the hospital. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc; product type: accessory; product ID: 3389-40; lot#: serial#: (B)(4); product type: lead; fdc 4315, fdm 10, fdr 114 are associated with pli 10, the lead kit. C76143, c76126, fdc 4315, fdr 10, fdm 114 are associated with pli 30, the stylet. Device evaluated by MFR: analysis of the lead kit found the stim lead proximal end was stretched and the stylet coiled as it was perforated by stylet. Device evaluated by MFR: analysis of the stylet found the stylet wire was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the high resistance was not determined.